Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. It was reviewed and no errors related to the complaint were observed. A receiver functional test was attempted, but it could not be completed due to the perpetual rebooting. The complaint that the receiver ceased to function could not be confirmed. The root cause could not be determined.